Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: d1, d4. Cardiosave iabp service was performed by in-house biomed. Biomed was unable to reproduce the reported issue. The biomed performed a pneumatic module leak test and confirmed that the test passed. The biomed completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned for use in good working conditions. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) customer was performing a pneumatic leak test on a pump after its use and it failed during the membrane leak test. Customer stated they had attempted twice with another colleague but it did not pass. The test was performed again and failed the membrane leak test. There was no patient involvement.